Event description:
The tablet programmer was returned to the manufacturer and is currently undergoing product analysis. The tablet programmed was received with a cracked screen and it was confirmed with the sender that the screen was cracked prior to shipment back to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
A user reported that the usb port of his tablet programmer appears to be missing part of its usb port contact hardware and as a result the usb serial adapter cable will not stay plugged in. It is unknown if this occurred due to damage to the unit no patients were affected.

Event description:
Product analysis identified that the usb port was damaged by the user. As a result, the tablet was unable to establish communication. Replacing the usb port with a known good usb port resulted in proper communication and normal tablet operation. A visual inspection of the tablet verified that the screen was cracked. The cause for the cracked screen is associated with mishandling of the tablet. Although the screen was cracked, the tablet was able to complete testing with no observed anomalies.